Manufacturer narrative:
Manufacturer requested lot number and/or for the device to be returned for evaluation, but neither was received.

Event description:
Upon removal of orthodontic appliance, enamel of tooth number ul3 was damaged. Per the orthodontist, patient will need a restoration done by her dentist upon completion of orthodontic treatment.